Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. The affected load released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from (B)(6) 2016 to (B)(6) 2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. The returned product was evaluated and the reported issue could not be confirmed. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. Therefore, the assignable cause could not be verified. The issue will continue to be tracked and trended.

Manufacturer narrative:
The customer clarified the load was not released. Pt identifier: correction from unk to na. Age/date of birth: correction from unk to na. Weight: correction from unk to na. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification.

Manufacturer narrative:
(B)(4). One used bi was received. No label is on the vial. The ci disc is missing, the cap is pressed down, the glass ampoule is crushed, and no media remains in the crushed plastic vial with which to determine growth. Suspect positive bi is not confirmed. No "fissure" is observed. No hole or crack was found on the plastic vial. The bottom of the vial indicates cavity mold #19.